Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17623373l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
During a clinical trial sponsored by biosense webster, inc., it was reported that a patient underwent an ablation procedure with a thermocool smarttouch bi-directional sf catheter and suffered an arteriovenous fistula requiring surgical intervention. During the procedure, arterial pulsations were detected in the vein, indicating high turbulent flow between the vein and the artery. Patient was diagnosed with an arteriovenous fistula affecting the distal common femoral artery. Patient was transferred to the operating room for surgical repair. Patient required extended hospitalization (3 additional days) as a result of the adverse event. Issue resolved without sequelae. Principal investigator assessed this event as moderate in severity, serious, not study device-related, and definitely index procedure-related. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
On 5/17/2017, it was discovered that this complaint file is a duplicate of report #9673241-2017-00367 ((B)(4)). As a result, some additional information has become available. The complaint device was disposed of, the patient was a (B)(6) male, and the procedure was for persistent atrial fibrillation. The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: boston scientific direx steerable 10fr sheath, m004 ds40s 0. (B)(4).